Manufacturer narrative:
A field service engineer (fse) found leaking reagent syringe pump. The fse replaced the pump and primed numerous times and the problem has been resolved. The instrument was calibrated and ran with no issues.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that they are getting modular chemistries (mc) reagent level low in react cup for total protein (tpm) and tpm pump is leaking.